Event description:
The reporter stated that he did meter to lab comparison tests by taking his meter with him on routine doctor visit. Tested at home, fasting, reading was 161 mg/dl. Took his usual insulin and 30 minutes later had venous draw. Lab test result was 260 mg/dl. He did not have any symptoms. A control test result was in range, 138 (103-154). On follow-up, the reporter related correct coverage and said he cleans only the test strip holder. Lifescan representative reviewed strip storage, cleaning and side by side meter/lab testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8